Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak issue occurred. It was reported that the valve from the guiding sheath was leaking. The surgery was not delayed due to the reported event. Action taken when event occurred was exchanged the sheath with the same like product. The procedure was successfully completed. There were no patient consequences. Additional information was received on the event. Nothing was broken physically. The valve was just leaking. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The event date is unknown. As a result, the 1st day of the year has been processed under date of event. The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 11-jul-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the valve from the guiding sheath was leaking. The surgery was not delayed due to the reported event. Action taken when event occurred was exchanged the sheath with the same like product. The procedure was successfully completed. There were no patient consequences. Additional information was received on the event. Nothing was broken physically. The valve was just leaking. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. A picture was received for evaluation following biosense webster's procedures. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially the event was assessed as MDR reportable for a hemostatic valve leak issue. However, during an internal review on 23-jun-2022, noted a correction to this assessment as the event should have been assessed as MDR reportable for a hemostatic valve separation issue. Therefore, corrected field "h6. Medical device problem code" to reflect as "material separation (a0413)".

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).